Manufacturer narrative:
The remote service engineer (rse) received information from the customer on the alarms silencing on their own. The customer service personnel was contacted (cs) who informed the customer that someone silenced the alarm. The rse routed the customer reported problem to field. Multiple efforts made to get a response from customer on the acceptance of quote was not successful. The quote and onsite wo were cancelled. Based on the information available, the cause of the reported problem was not confirmed. Based on findings provided by the engineer, we are unable to confirm the final disposition of the device due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer did not respond to the quote for the service work order. The work order was cancelled.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that central station (40 bed) alarms randomly keep turning off and on. Patient involvement is unknown.